Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event requiring medical intervention that is possibly related to a non-diabetic issue. The consumer is sick with shingles. As a result of the event, the consumer's hcp made adjustments to her insulin dosages. This is being reported as an adverse event under the FDA medwatch regulations. The meter and test strips reported in this event will not be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.